Event description:
A review of service data detected a reportable problem. During servicing, the ECG "c and d" cable was severed on electrode belt sn (B)(4). The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the ECG c and d cable was severed between ECG c and the distribution node. The root cause for the damaged cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.